Event description:
The customer reported that, when trying to insert insulin into the reservoir, the pod "was hard to fill and very resistant." The day after placing the pod, "her levels started to climb." After a high bg reading of 258 mg/dl, a correction bolus was administered; an hour later, however, her bg's continued to rise (up to 364 mg/dl) and a second correction bolus was administered. The pod was deactivated an hour later but will not be returned for eval.

Manufacturer narrative:
The pod will not be returned for eval - we are unable to confirm any device malfunction. The customer stated that the pod was "hard to fill" and experienced resistance when trying to fill the pod with insulin. This condition is indicative of a probable problem with the retainer that allowed a component to move, resulting in internal damage to the device. This damage would have prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt when filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized (though no crackling noise was noted in this report). The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." Despite this warning, the user proceeded to place the device and wore it up to 36 hours before deactivating it because of high bg levels. Although it cannot be confirmed through eval, it is assumed that a device failure had directly contributed to the customer's high bg levels based on the symptoms provided in the report. Lot qualification test results for this pod lot were reviewed and no failures were found - the lot passed the acceptance criteria.